Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false negative troponin I (tni) results on triage cardioprofiler test at different draw times. The first sample draw was on (B)(6) 2011 at 8:10 am in the emergency room and the tni was positive. A tni result at 11:20 am in the emergency room gave a negative result (both caller and site believe this may have been a misrun or mislabeled sample). A sample run in the lab at 4:50 pm (also on triage test) provided a result that was in what the facility considers the grey area. This was followed by a sample run at 8:25 pm and one at 5:00 am the following day both run in the lab with values in the grey area. No patient information was provided. First samples run in emergency room with lot w48357 and second samples run in lab with lot w48350.